Event description:
It was reported to target that a gdc-10 coil broke during the procedure. A second procedure was done to retract the fragmented coil with a snare. Pt ended up with upper end paralysis, left side neglect. Pt had partially recovered. Through a follow-up by a co rep on august 21, 2000, it is unknown whether the upper end paralysis of the pt was caused by the fracture of the coil. The pt is going through physicial therapy. It is unknown whether the pt will go on disability. Add'l info has been requested through a co rep.